Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
It was reported that they were charging more than expected. Therapy was doing fine but the patient was charging her stimulator every day. Longevity calculation was performed: 8.8v, 450 pw, 40 hz, 7 anodes, 2 cathodes, therapy impedance: >36 ma and <(><<)>181 ohms, primary cell implantable neurostimulator (ins) 2 months from implant dates. 97714: beginning of life (bol): 1.9 days and bol: 1.50 days 97713: bol: 4.9 days and bol: 2.1 days electrode impedance test at 0.7v and within normal range: 494 and 702 ohms. Due to scar tissue, the patient required higher power and increased electrodes to cover the patient's pain. It was later reported that recharging frequency corresponded with the device output. The patient had good paresthesia and was considering a replacement with a different ins model to achieve a greater recharge interval.